Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Mfg site name - (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog brush was used on (B)(6) 2018. According to the complainant, the brush broke inside the scope's channel. The broken brush was removed from the scope prior to reuse of the scope. There was no patient involvement.